Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months 14 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with dark, tarry stools. Gastrointestinal bleeding was suspected. The patient¿s hemoglobin was stable and the patient was held on aspirin and warfarin upon admission. A small bowel enteroscopy performed on (B)(6) 2018 revealed gastritis but no active bleeding. There was a lack of inflammation on the egd images and the patient was not treated. The patient continued to have dark stools and began to have decreased hemoglobin and hematocrit. A colonoscopy performed on (B)(6) 2018 showed no active bleeding and diverticulosis. Warfarin was restarted with a new lower inr goal of 2-2.5. Aspirin was held indefinitely. The patient had an inr of 1.8 and was discharged. The patient¿s hemoglobin was stable and in the low 8 range for the last few days of hospitalization. The event reportedly resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.